Manufacturer narrative:
Conclusion: the actual sample was returned for evaluation. The visual and functional examinations were performed and no broken or damaged components that could have affected its function were found. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and reservoir was attached to a drain. Poor waste fluid occurred when the reservoir was connected to the drain and the reservoir did not swell out. The reservoir was replaced with a like device and worked properly. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.